Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and an impedance anomaly. Other electrical measurements were normal. The noise could be reproduced with isometrics. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead continued to exhibited noise and low impedance. The noise was able to be reproduced in clinic. The device was reprogrammed.